Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Aware: jan 14, 2026. It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s both left and right eye. This report captures the right eye. The patient experienced severe glare and halos. The patient could not drive or even leave her home and was depressed. The symptoms persisted while the lens was in the eye. Reportedly, the directions for use were followed. There was no incision enlargement, vitrectomy, sutures, delay in procedure, or medication outside the standard of care. The patient¿s pre-operative best corrected visual acuity (bscva) was 20/20 and post bscva was 20/80. Consequently, the iol was removed and replaced with a different type. No further information is available. This report is for the right eye. Manufacturer report number . The left eye is being reported in manufacturer report number 3012236936-2026-0000221.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected and found to be cut and have edge chips and was coated in viscoelastic residue. The lens was cleaned and re inspected, and no further issues were identified. During the product evaluation, it was confirmed that the lens¿s physical characteristics matched those of a drt-model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.